Event description:
Customer reported hospitalization due to high blood glucose readings and diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was 455 mg/dl. Customer reported throwing up prior to the hospitalization. Customer also received a no delivery alarm due to a bent cannula causing the high blood glucose readings. Customer also mentioned that he has had incidents where his blood glucose levels would drastically increase after a set change. Customer declined any further troubleshooting. Customer's current blood glucose reading is 162 mg/d. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.